Event description:
Found stylet remaining in the catheter which had been placed on the pt. It was found when periodical imaging check data was conducted at the end of june, it was suspected that the stylet was inlayed inside the catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the pt. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.